Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant; "wrong size." Based on the follow-up with the health-care provider (hcp), the reason for explant was due to sizing issue and not related to any device malfunction or quality deficiency. The patient was taken off cardiopulmonary bypass prior to the removal of the subject valve. A twenty seven (27) mm edwards bioprosthesis valve was implanted. The subject valve was not returned. No other details reported.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the subject device was not returned, therefore, the device cannot be assessed for any deficiency. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. There is no allegation of device malfunction or quality deficiency. No further actions are possible with the available information.